Event description:
As reported, a patient experienced a groin infection and the peg was sticking out after the use of a 6-12f mynx control venous vascular closure device (vcd). The patient experienced sealant extrusion. The sealant was not deployed completely above the access site, however, partially out of the skin. The patient's groin can be described as "infection like" with puss/drainage that was removed. The right limb experienced the complications with only one access site. The patient was not sick. The device was used after a watchman procedure that uses a large bore catheter. It is stated by the rep that the peg sticking out was handled in the holding area rather than the sterile environment where the mynx was placed. The site was maintained in a non-sterile technique in the bay to handle the sealant and then it was covered it with gauze and tegaderm. The patient came back a week later with ¿puss like drainage at the site but didn¿t present with infection like symptoms¿. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient¿s outcome/status after the mynx event is recovered. The physician performed the procedure. The sheath was downsized to an unknown 12f sheath. There were no other closures used on the affected limb. The user is trained to the device. The device was prepared and used per the instruction for use (IFU). Additional information was requested but not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Lot, manufactured date and expiration date will remain unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, a patient experienced a groin infection and the polyethylene glycol (peg) sealant was sticking out after the use of a 6-12f mynx control venous vascular closure device (vcd). The patient experienced sealant extrusion. The sealant was not deployed completely above the access site, however, partially out of the skin. The patient's groin can be described as "infection like" with pus/drainage that was removed. The right limb experienced the complications with only one access site. The patient was not sick. The device was used after a watchman procedure that uses a large bore catheter. It is stated by the rep that the peg sticking out was handled in the holding area rather than the sterile environment where the mynx was placed. The site was maintained in a non-sterile technique in the bay to handle the sealant and then it was covered it with gauze and tegaderm. The patient came back a week later with ¿puss [sic] like drainage at the site but didn¿t present with infection like symptoms¿. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient¿s outcome/status after the mynx event is recovered. The physician performed the procedure. The sheath was downsized to an unknown 12f sheath. There were no other closures used on the affected limb. The user was trained to the device. The device was prepared and used per the instruction for use (IFU). Additional information was requested but not provided. The device will not be returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. The reported event of ¿sealant-inaccurate placement-partial¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported deployment of the sealant partially out of the skin. However, patient factors (if the patient was very thin) and/or procedural/handling factors are possible. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. A foreign body reaction, which is defined as the expelling of the sealant from the tissue tract post deployment, is a known potential adverse event associated with the peg sealant after implantation in the patient. Foreign body reactions can occur due to patient factors (such as the patient¿s sensitivity to the peg material), procedural factors (such as improper placement of the sealant within the patient), and the post-care treatment of the access site. Foreign body reactions/sealant expulsions on their own typically do not require medical intervention as hemostasis was originally achieved with the sealant prior to the foreign body reaction event. The reported events could not be confirmed without receipt of images of the puncture site or cultures. The exact cause of the issues experienced could not be determined; however, patient factors/handling factors are possible. As it was reported that the sealant was partially sticking out of the site after deployment, and that the site was not handled in a sterile environment, this could be a factor for the reported infection along with the reported sealant expulsion of the site. It should be noted that improper placement of the sealant/improper handling of the site can also affect the healing process of the puncture site, which can aid in the introduction of pathogens into the patient. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control venous IFU, step 3: remove device, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. According to the patient brochure, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ based on the information available for review, there is no indication to suggest that the reported incidents could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complications reported.